Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had significant mitral valve regurgitation possibly caused by rv lead. Lead was explanted. There were plans to implant subcutaneous ICD system. Patient's condition was stable.